Event description:
Our child's school administered shield testing weekly. We received a positive result from a test taken on (B)(6) 2021. We immediately gave him an abbott antigen test which yielded a negative, followed by a doctor performed rt-pcr test which was also negative, both conducted on (B)(6) 2021. Obviously, the shield saliva test was a false positive. We have tried to contact shield to no avail. They do not have a place to report false positives. Which is a violation of their eua authorization and furthermore, can not confirm a confirmation test on the "positive" sample was performed or done at an approved lab. FDA safety report ID # (B)(4).